Event description:
It was reported via repair work order that the brakes were not engaging due to broken caster stems. It was further reported that the power cord was pinched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.